Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information an unknown duration post implant of this aortic bioprosthetic valve, stenosis was noted and as a result the valve was successfully replaced valve-in-valve. No additional adverse patient effects were reported.